Event description:
In 2006 the patient was treated for a thoracic aortic aneurysm. Prior to treating the aneurysm, the physician did a sma bypass to the distal aorta. The aneurysm was large and extended from the upper portion of the descending thoracic aorta to renal arteries. The aorta was markedly calcified, especially the right common iliac artery which was also noted to be dissected from ballooning during the bypass. The dissection limited the blood flow to the right common iliac. A decision was made to rebuild the aorta with stent grafting. Two gore tag thoracic endoprosthesis devices and 2 gore excluder aaa endoprosthesis devices were successfully placed and deployed. Additionally 5 non gore devices were implanted: 4 stent grafts and 1 dacron graft. Completion angiography demonstrated the aneurysm to be occluded without any evidence of endoleaks as well as good blood flow through all devices including the bypass. The patient tolerated the procedure. However, on october 5, 2006 the patient was acidotic, the left colon was ishemic and the gallbladder gangrenous. The patient had a cholecystectomy and left hemicolectomy. The family chose to withdraw care two days later and the patient expired the following day.

Manufacturer narrative:
Gore devices also associated with this event are: contralateral leg component pxc181000/lot #03568670, trunk ipsilateral leg component pxt281214/lot #03237271, tag endoprosthesis tg3710/lot #04284223. H6: a review of the mfg paperwork is being conducted. H3: the explanted device has been requested for return to gore.